Event description:
The customer reported the +22.0 diopter aq2010v three piece silicone lens got stuck in the cartridge as the surgeon attempted to insert the lens. The cartridge touch the eye but the lens was not implanted. The surgeon observed a crack on the cartridge and the injector was difficult to twist. Customer believes something is wrong with the cartridge/injector. See MFR report# 2023826-2014-00880 for other device involved.

Manufacturer narrative:
(B)(4). Evaluation, method: - lot order search. Results: visual inspection of the returned product showed the lens was stuck in the cartridge, there were stress marks on the cartridge and confirmed the injector was difficult to twist. There was a reddish residue on the cartridge and a clear residue on the injector. A lot order search was performed on the injector and two similar complaints were found. (B)(4).

Manufacturer narrative:
Based on the complaint history, lot order search and the evaluation of the returned product, a specific root cause of this event could not be determined. A current investigation involving difficulty with twisting the msi injector is ongoing. Once the investigation has been completed a supplemental medwatch for will be submitted. (B)(4)